Manufacturer narrative:
The DHR documentation and service history were reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was verified as valid; the handpiece transducer was faulty and thus the cause of the complaint incident.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the c2602 cusa excel 36khz straight handpiece was defective. The product was not in contact with the patient; hence no patient injury. The event did not increase surgery time.